Manufacturer narrative:
The customer reported that during an or procedure that the mee-1000 was not receiving any stimulus output. The mee-1000 system is used for evoked potentials, eegs, and emgs. The stim pods which were part of the system were not producing stimulus output. Shutting down and restarting the system corrected the issue. They were able to resume. The unit was in use on patients at the time, but no patient harm was reported. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that during an or procedure that the mee-1000 was not receiving any stimulus output. The mee-1000 system is used for evoked potentials, eegs, and emgs.